Event description:
Customer reported the system made an image that appeared subtracted. The subtraction function is not a feature of this system. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards. System operates as intended.